Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen (baclofen) at unknown concentration/dose via an implantable pump for intractable spasticity. The hcp reported that the pump was refilled today after it had reached a low reservoir status last week. Patient's family contacted the hcp stated that they heard the pump alarm again after the refill. Agent reviewed information regarding concurrent alarms and how to silence a current audible alarm. The hcp was not with the patient and stated that he would follow up to confirm that the pump was still alarming and would silence it if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section h7 was included in this correction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.